Event description:
It was reported that, during an evh procedure, coagulation did not start between blades of the scissors for 3 products. The procedure was completed with an open leg harvesting technique. No further pt effect has been reported. This report is for the third device.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.